Event description:
Information was received from the consumer via the manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the tip of the recharger and the adaptor became unusually hot during charging. The patient was asked to remove the recharger and allow it to cool down before charging again to avoid "cold burn." It was noted that a representative would be in contact with the patient. It was later noted that the patient had been recharging the ins every three days, but the recharger had been in a "strange state" since it was recharged three days ago. The alarm sounded that the ins was running low on charge, so they started recharging. The patient's controller recharged from 100% to 0%, but the ins only recharged to 30%. The next morning they found that the ins was at 0% charge and had stopped. It was charged again. When viewed in the evening, the remaining charge of the ins was 70%, so the patient's controller was charged to 100%, and then recharging was started. The remaining charge of the patient's controller was 40% while the remaining charge of the ins was only from 70% to 80%. Upon trying to charge again, "device not detected" was displayed. The cause was not determined. The patient did not experience any symptoms. The patient was instructed to remove the recharger and cool it down, then recharge the device so that the patient did not get burned "at low temperatures." The event was resolved by recharger replacement.

Manufacturer narrative:
Continuation of d10: product ID: 97755 lot# serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4), g2: the country of origin is japan. H3: the recharger, serial# (B)(6), was returned for product analysis. Analysis of the recharger found a recharge antenna failure; it was stuck on the "checking the recharger" screen. There were no anomalies visually observed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.